Event description:
Post a coronary drug eluting stenting treatment procedure, an aneurysm was discovered. The pt had a taxus liberte' 3.0 x 16mm drug eluting stent placed in the diagonal (dx) artery in 2006 for an st elevated mi. The pt was treated with clopidogrel, aspirin, a beta blocker and a statin. Two months later the pt returned for another phase of a staged procedure. At this time two aneurysms were found in the mid and distal portions of the taxus stent. The aneurysm measured 1.5mm. No adverse events were associated with the aneurysm. The aneurysm was not treated during this intervention. The physician plans to treat the pt with plavix and have the pt return in three months for a follow-up angiography.